Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating despite appearing online in rss. The system was unable to access the server, preventing medications from pending on the server. The customer requested prompt resolution of the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist remotely connected to the application and reviewed event viewer, which showed an error indicating a potential synchronization service issue, verified that the synchronization services were running and functioning properly, then checked communication between the interface and stations and confirmed there were no errors, the interface was connected, and messages were transmitting in real time. Based on the additional details provided by the customer, the issue appeared to have been a one-time communication problem between the host system and the enterprise server (es) system, with no current delays observed. The customer confirmed resolution and approved closure of the case. The system functioned as intended when the technical support specialist investigated the issue.